Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. Additional information obtained from the field indicates that dislodgement was confirmed via chest x-ray. This rv lead was then explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.